Manufacturer narrative:
Sensor (B)(6).was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. No other abnormalities were observed with the sensors data. Therefore, this issue is not confirmed.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor ended" message on the adc device and was unable to obtain readings. As a result, the customer experienced hypoglycemia and a loss of consciousness. Paramedics were called and the customer was administered insulin/glucagon or other medication by a healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected PMA/510(k) # as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us; however, libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor ended" message on the adc device and was unable to obtain readings. As a result, the customer experienced hypoglycemia and a loss of consciousness. Paramedics were called and the customer was administered insulin/glucagon or other medication by a healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.